Manufacturer narrative:
H6 was updated. The failure of capture was noted.

Event description:
New information received indicated that loss of capture had been previously noted during a clinic follow-up evaluation.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead demonstrated intermittent capture at high pacing outputs. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.